Event description:
A malfunction 03 code was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact on the customer's blood glucose level. To address the issue, tandem technical support replaced the pump, instructing the customer to use a backup insulin pump temporarily.